Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) was over-sensing far r-waves leading to inappropriate automatic mode switch (ams) episodes. The patient was asymptomatic. Programming changes were implemented, and the patient was stable throughout the procedure.